Manufacturer narrative:
Concomitant medical products: a3sr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after leaving the operating room, pacing failure was confirmed and the lead was found to be dislodged. The lead was removed once and some tissue adhesion at the tip of the helix was confirmed. It was cleaned and screwed into the septum of the apex and the reposition was completed with good measurement values. The lead remains in use. No patient complications have been reported as a result of this event.